Event description:
It was reported that catheter leak occurred. During a pulmonary vein isolation (pvi) procedure for atrial fibrillation, a farawave nav catheter was selected and prepared for use. After the flush line was attached, a leak was observed at the flush port, originating from the distal end of the flush line before the connection point, likely within the rubber tubing. Minor bubbles were noted in the sheath prior to aspiration and flushing, consistent with what is typically seen during catheter loading. The sheath was aspirated, and the catheter was removed. The connection was tightened, and the flush line was disconnected and reconnected; however, the leak persisted. The catheter was then replaced, and the procedure continued without further issues. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of the leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the event of leak is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter leak occurred. During a pulmonary vein isolation (pvi) procedure for atrial fibrillation, a farawave nav catheter was selected and prepared for use. After the flush line was attached, a leak was observed at the flush port, originating from the distal end of the flush line before the connection point, likely within the rubber tubing. Minor bubbles were noted in the sheath prior to aspiration and flushing, consistent with what is typically seen during catheter loading. The sheath was aspirated, and the catheter was removed. The connection was tightened, and the flush line was disconnected and reconnected; however, the leak persisted. The catheter was then replaced, and the procedure continued without further issues. No patient complications occurred, and the patient recovered fully.